Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the balloon dilatation catheter (bdc) interacted with the previously implanted stent such that it became stuck, and difficulty was experienced during removal. Upon further manipulation of the device, as difficulty was encountered, the shaft of the device broke. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: corrected device available for evaluation from yes to no

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, moderate tortuosity and 80% stenosis. The 5.0x8 mm nc trek balloon dilatation catheter (bdc) was inflated 3 times to 12, 16 and 18 atmospheres and was held 5 second for negative pressure. The device was stuck on the stent post deployment, and the shaft broke. The device was withdrawn with other devices as a single unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.